Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device remains implanted. Lot number information has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the patient, he has an implanted certas plus valve and has been experiencing swelling on the right side of the face and increased frequency of headaches for the past three months. The device was implanted after treatment of a tumor. He has recently moved and was never told what the shunt setting should be. According to the surgeon report, the shunt is set at 1. The device remains implanted.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.